Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Neurosurgeon stated that implanted valve was not performing adequately in the pt. Complaint is that the valve was not holding its pressure at the fixed pressure setting which was verified intraoperatively with a manometer.